Event description:
It was reported that an infusion of romidepsin 20mg/504ml was sent to infuse at 126ml/hr over hours. However, the infusion completed after 5 hours instead. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an infusion of romidepsin 20mg/504ml was sent to infuse at 126ml/hr over hours. However, the infusion completed after 5 hours instead. There was patient involvement but the information on patient impact is not known.